Manufacturer narrative:
The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, could not introduce a mynx ace vascular closure device (vcd) into the introducer. The vcd was being used for femoral arterial closure. Manual compression was applied for 30 minutes or less to achieve hemostasis. Hospitalization was not extended.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. The non-sterile mynx ace vascular closure device (vcd) was returned for investigation. Visual inspection of the received device showed that all of the buttons and the sealant sleeve remained in the manufacturing position. The introducer sheath was noted to be separated from the device and the sealant was found inside the sealant sleeve. During functional testing, the sealant sleeve movement was checked and resistance was felt. The sealant was found inside the sealant sleeve and appeared to have ¿swelled¿. This increased sealant profile may have contributed to a device jam. The swelled sealant was removed and the device was inserted into the returned sheath without any difficulty. A review of the manufacturing documentation associated with lot f1721502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, a mynx ace vascular closure device (vcd) could not be introduced into the introducer. There was no reported patient injury. The patient has a history of claudication and had prior catheterization/scar tissue at the puncture site. The vcd was being used for femoral arterial closure. The user was trained on and is a long term user of the mynx device. A pre-procedural femoral angiogram was performed and the vessel was determined to be appropriate for mynx closure. There was peripheral vascular disease (pvd)/plaque present at the target lesion. The device was stored and handled per the instructions for use (IFU). There was unusual resistance while inserting the device, however, there did not appear to be any damage to the device and no excess force was used. After removal, there were also no visible kinks in the sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient did not have an extended hospitalization. A non-sterile mynx ace vcd 5f, 6f, 7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that all the buttons and the sealant sleeve remained in the manufacturing position. The introducer sheath was received separated from the mynx ace device and the sealant was found inside the sealant sleeve. Sealant sleeve movement was checked and resistance was felt. Sealant was found inside the sealant sleeve and appeared to have ¿swelled¿. This increased sealant profile may have contributed to a device jam. Device jammed when the sealant swelled prematurely and expanded against the sealant sleeve which present resistance during device insertion. The swelled sealant was removed and the device was inserted per mynx ace instructions for use (IFU) into the returned sheath without any difficulty. A device history record (DHR) review of lot f1721502 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sheath/catheter inability to advance in sheath¿ was confirmed through analysis of the returned device due to the swelled sealant. However, the root cause of the swelled sealant could not be determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the swelled sealant. However, it is possibly related to handling factors that caused the sealant swelling and increased the profile which may have caused resistance during the device insertion step. According to the instructions for use, which is not intended as a mitigation, ¿keep dry ¿ protect from moisture. Maximum temperature, 25ºc. Do not use if mynx ace components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states for users to insert the mynx ace device into the introducer. Insert catheter tip into valve of the introducer. Continue inserting until the sealant sleeve penetrates the valve of the introducer. Continue to advance catheter until connector prongs on device lock into the introducer.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.